Event description:
During follow-up, the device was not connected. After three attempts the connection between the device and monitoring device was successful but no transmission was done. No further intervention was performed. The patient was in stable condition.